Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that due to the systems recommended calculation and position recommendation the toric intraocular lens will need to be repositioned. The patient is scheduled for a lens repositioning procedure. Additional information received states that the patient's condition is unresolved.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this aberrometer. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).